Manufacturer narrative:
The device has been returned. However, however the laboratory analysis is not yet complete. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the device was explanted, and that the physician requested it be returned for analysis.

Manufacturer narrative:
The returned valve was not patent due to occlusion by proteinaceous debris within the valve. The IFU that accompanies the device cautions that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris.¿ this precluded all other testing. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.